Event description:
It was reported that the implantable pulse generator (ipg) device was unable to be interrogated. A window continued to pop up stating there was noise. A stuck reed switch was suspected. The physician stacked three magnets over the device multiple times in an attempt to vibrate the device. They were able to interrogate the device after multiple attempts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).